Event description:
The device was used during an unspecified thoracoscopic procedure. The instrument did not fire properly and the cartridge disengaged into the pt's cavity. The surgeon retrieved the cartridge and completed the procedure without incident.

Manufacturer narrative:
11/22/96- supplemental report #1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6. Corrected data entered in f9.